Event description:
Tent set-up was in progress. Tent canopy was defective; product was torn/cut prior to its arrival at the hosp. The rt (respiratory therapist) does not use any sharp instruments when setting up a tent. The outer packaging did not show evidence of being cut or torn.